Event description:
Patient was revised to address infection. Doi: (B)(6) 2009. Dor: (B)(6) 2016 . Right hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient experienced an infection, additional dislocations, two additional surgeries to implant and remove an antibiotic spacer. After review of pfs and medical records. Infection was captured on 3rd revision. Due to this, pfs mentioned that patient suffered a great deal of anxiety, fear, stress and depression over the amount of pain experienced on the right side of the hip. Moreover, the patient experienced significant pain in the right side, limited flexibility in the right hip. Pain was described as pins and needles sensation and numbness in the lower right extremity. Due to pain, the patient had trouble staying asleep. The hips no longer move the way they used to and unable to walk short distances without taking a break. We do not any information on what was involved during dislocation after the revision of infection. Medical records previously provided that in 3rd revision patient was placed with an antibiotic mold stem.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed